Manufacturer narrative:
The involved device has not been returned for evaluation. Therefore, the investigation was conducted based on a review of information provided by the user facility and manufacturing quality records. A review of the device history record confirmed there was no production related problems. Although the cause of the reported event cannot be definitively determined, the event description provided by the user facility indicates that a potential root cause(s) may have been related to an oversized sheath in conjunction with a calcified vessel. When the physician pulled back on the sheath, the artery may have been partially avulsed. Large plaque and difficult access was a known factor for the patient prior to attempting the procedure. Onset medical was unable to determine a specific root cause for this failure mode; therefore, no immediate corrective action can be taken at this time. Given that the solopath device was manufactured in accordance with the specified requirements and the device did not experience a malfunction or failure during use, it has been concluded that the device performed as intended. Referencing the "instructions for use" prior to use will help identify the appropriate procedural steps and size selection in order to achieve optimum device performance. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported that an avulsion of the artery occurred during a procedure. Follow-up communication confirmed that: an 18fr solopath was inserted into the right common femoral artery for use with a gore excluder c3 abdominal graft; the graft was deployed successfully; upon removing the sheath, the artery became partially avulsed; the physician used an occlusion balloon and placed gore viabahn stents in the damaged area; after placing the stents, the patient was stable and pressures were fine; while continuing the treatment, the patient coded and eventually expired; and large plaque and difficult access was a known factor for the patient prior to attempting the procedure.